Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing during a polymorphic ventricular tachycardia (vt). An inappropriate shock was delivered, and accelerated the rhythm into ventricular fibrillation (vf). Four additional shocks were delivered, however, didn't convert the rhythm until the fourth shock, and the patient went into cardiac arrest and experienced syncope. Shock impedance measurements were also noted to be high during shock therapy at 111 ohms. Shock impedance measurements were noted to be 90 ohms at implant. The field representative noted that there may potentially be more fat tissue under the electrode than there was at implant. Surgical intervention was undertaken. The device was explanted, the electrode was surgically abandoned, and a transvenous implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing during a polymorphic ventricular tachycardia (vt). An inappropriate shock was delivered, and accelerated the rhythm into ventricular fibrillation (vf). Four additional shocks were delivered, however, didn't convert the rhythm until the fourth shock, and the patient went into cardiac arrest and experienced syncope. Shock impedance measurements were also noted to be high during shock therapy at 111 ohms. Shock impedance measurements were noted to be 90 ohms at implant. The field representative noted that there may potentially be more fat tissue under the electrode than there was at implant. Surgical intervention was undertaken. The device was explanted, the electrode was surgically abandoned, and a transvenous implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.